Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned outside of original packaging with an abundance of monofilament. The device was received with a monofilament already in the device. The device shows no visible signs of damage. A functional evaluation revealed the device functioned as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a labral repair, the monofilaments were getting stuck in the accu-pass suture shuttle 70 degree . The procedure was completed using a back-up device. A delay of 30 minutes or less was reported. No patient injury or other complications were reported.